Manufacturer narrative:
The device involved in this event was not returned as a portion remains within the pt and the delivery pusher was reported discarded. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil stretched. Upon retraction and manipulation of the coil and microcatheter, a previously deployed coil migrated from the aneurysm. The coil was tacked in place with a stent successfully. The migrated coil is being reported in this report. (Ref 2032493-2015-00080, p15-2694 for second coil). No injury was reported with the pt was a result of the procedure.